Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided.

Event description:
It was reported that while using the bd hypoint¿hypodermic needle was damaged. The following information was provided by the initial reporter: the hcp stated he is making a "product complaint" for firazyr. He stated, "one of his patients called in and said when they were getting ready to inject medication, they removed needle cap and removed protective cap from syringe and unscrewed and something broke off tip of syringe, and they were unable to screw in barrel off the syringe." The hcp stated the patient is "pretty experienced, somethings not right. It is not securely screwing. " he stated the patient is on vacation and they have another syringe with them." The patient "does not want to toss this and have set it aside...

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd hypoint¿hypodermic needle was damaged. The following information was provided by the initial reporter: the hcp stated he is making a "product complaint" for firazyr. He stated, "one of his patients called in and said when they were getting ready to inject medication, they removed needle cap and removed protective cap from syringe and unscrewed and something broke off tip of syringe, and they were unable to screw in barrel off the syringe." The hcp stated the patient is "pretty experienced, somethings not right. It is not securely screwing. " he stated the patient is on vacation and they have another syringe with them." The patient "does not want to toss this and have set it aside.